Manufacturer narrative:
D4 - UDI number not required for this product code. The actual device was returned to the manufacturing facility for evaluation. Visual inspection found no obvious anomalies. The tr band was leak-tested by being injected with 18ml of aire with the factory-retained tr band inflator and submerged in water. A leak was found at the air injection port. When the air injection port was plugged with fingers, no air leak was observed on any part of the actual sample. The one-way valve was disassembled for further inspection. A transparent foreign substance was found to be adhering to the air-sealing part. Qualitative analysis by ft-ir of the foreign substance found that it had a peak which was very similar to that of nylon. The adjustable fastener of this product is made of nylon. A review of the device history record and shipping inspection record of the involved product code/lot number combination was conducted with no relevant findings. A search of the complaint file found no other report with the involved product code/lot number combination. While the exact cause of the reported event cannot be definitively determined based on the available information, it is likely that the actual sample became deteriorated in its air tightness performance due to a foreign substance in the air injection port of the one-way valve and having been caught in the air-sealing area between the rubber tip and outer cylinder of the one-way valve, resulting in the reported air leak. The device labeling does address the potential for such an event in the instruction-for-use (IFU) with statement such as the following: "be careful that no foreign particles get into the air injection port when injecting air. The air could leak." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported an inflation issue with the involved tr band device during a procedure. Follow up communication with the user facility confirmed the following information: the valve failed on inflation when applied to the patient; and the patient was not harmed.